Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited a shock lead impedance measurement of >125 ohms. Noise could be generated on the shock channel with pocket manipulation. A boston scientific crm technical services consultant discussed a potential loose setscrew and that energy may not be delivered to the heart with an open circuit.

Manufacturer narrative:
(B)(4). The patient was brought in for a pocket revision. A setscrew was confirmed to be loose. Once tightened, the issue was resolved. The device and lead remain in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Six years later, the device was explanted for normal battery depletion and was returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported out-of-range shock impedance measurement. It was concluded that the loose setscrew observed and corrected at the pocket revision was the cause of the impedance problem, as normal device function was observed throughout testing.